Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The non-physiologic noise was not enough to delay or deliver inappropriate therapy. The noise was not even sensed or marked by the device and was just seen briefly on the rv channel. The physician thought of externalized conductor. However, a lead engineering analysis was done and a boston scientific technical services (ts) representative discussed about parallax effect. The field representative also believed that there was no externalized conductor. Additional information was received indicating that this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The non-physiologic noise was not enough to delay or deliver inappropriate therapy. The noise was not sensed or marked by the device and was just seen briefly on the rv channel. The physician thought of eternalized conductor. However, a lead engineering analysis was done and a boston scientific technical services (ts) representative discussed about parallax effect. The field representative also believed that there was no externalized conductor. Additional information was received indicating that this lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received which reported that this abandoned lead was likely touching the patient's current rv lead, causing lead chatter on the current lead. Both leads was therefore explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.